Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned polyaxial screw¿s saddle had completely come out of the tulip head. The screw shank and tulip head remained attached. All of the parts remain in good condition. There are no immediately observable tool marks to any of the components beyond wear to the screw¿s drive feature. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the saddle being forced out of the tulip head cannot be determined from the sample and the information provided. A potential root cause may be excessive force placed on the polyaxial screw during tightening. This may have occurred if high amounts of stress were placed on the screw¿s saddle, especially at an extreme angle in relation to the adjacent components of the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the spinal fusion surgery for odontoid process fracture was performed by using the mountaineer spine system. The fixed area was c2-c3. The surgeon noticed that the surgeon had a difficulty in taking the driver bit off from one screw. When the rod was placed, the rod could not be placed within the head. When checked, it was found that the clamp part between the screw head and screw was standing out. Another new screw was used to complete the procedure. The surgery was completed with a delay (less than 30 minutes), and there was no adverse consequence to the patient.